Event description:
It was reported that at 36,100 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of the fiber. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.